Event description:
Boston scientific received information that during a normal procedure to place a new device this right ventricular (rv) lead was experiencing variable shock impedance measurements. When connected to the old device the measurements were 60 ohms to 65 ohms. Then the rv lead was connected to the new device with impedances greater than 125 ohms. After multiple troubleshooting steps the physician surgically abandoned the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.